Event description:
The customer's mother stated that the customer was experiencing high blood glucose levels. The customer's blood glucose read "high" on her glucometer. Troubleshooting was performed, and the insulin pump was programmed correctly. Paramedics were called to assist the customer, and the customer was taken to the hospital for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.